Manufacturer narrative:
The customer still did not return the suspect strips. The meter was returned. The returned meter and masterlot strips were tested in comparison to a retention meter and masterlot strips. All of the inr values were within the specified maximum difference between measurements. There were no error messages occurred. The returned and the retention material met the specification.a specific root cause for the event could not be determined. The strips were not returned.

Manufacturer narrative:
A specific root cause for the event could not be determined. Product was not returned for investigation. There was no product returned.

Event description:
The customer reported that while testing a neonate on the accuchek inform ii (serial number (B)(4)) the following results were obtained via heel sticks. On (B)(6) 2016 at 1:13 pm a result of 36 mg/dl was obtained. On (B)(6) 2016 at 1:14 pm a result of 47 mg/dl was obtained. On (B)(6) 2016 at 4:30 pm a result of 46 mg/dl was obtained. There was no information provided as to whether on not any treatment was given to the neonate based on any of the results. It was reported that the baby was "currently okay" at the time of the complaint. There was no adverse event. The suspect device was requested to be returned and the replacement product was sent. The relevant retention strips (lot 474129) were tested for accuracy. The retention material meets specifications.